Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) events were reported for this quarter. Two (2) devices were received for evaluation; 2 events were confirmed during testing. One (1) device was found to be bent and a broken cutting accessory. One (1) device was found to be affected by corrosion and a broken cutting accessory. One (1) device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which an accessory broke while using with the device. One (1) event had patient involvement; no patient impact. Two (2) events had no patient involvement; no patient impact.